Event description:
(B)(6) medical center used magellan hypodermic safety needles 19g x 1" item # 8881850910 lot # 201820 in preparation of patient medications. Upon opening product, technician noted contamination in the hub of the needle and discontinued use without patient exposure. Survey of pharmacy and hospital reveal no further items with this lot on board. Because of delay in reporting, no testing initiated.